Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, it was noticed that both implants of the fast fix 360 were simultaneously fired when the the deployment knob was depressed. The procedure was resumed, without any delay, using an equivalent sn back up device . No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on: e2, h6 (impact code), h8. Corrected information on: g2. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned with a s&n patient chart-stik label with the batch number of the complaint on it. The t1, t2, and suture were not returned. The insertion device has no visible defect. Bio debris is present. A functional evaluation showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle). Based on this investigation, the need for corrective action is not indicated.